Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for lot m18176t502 was reviewed and the product was produced according to product specifications. All information reasonably known as of (B)(6) 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that the suction catheter was placed on (B)(6) 2019 during the night shift, and that during the day shift on (B)(6) 2019, it was noted that the catheter was broken at the 7cm mark and a piece of the catheter was inside the endotracheal tube. The neonatal patient was transferred to emergency care and was later discharged without complications. Per additional information received on 11 jul 2019, "in the bronchial lavage procedure in the morning shift of (B)(6) 2019, they realize that the tip was cut into the endotracheal tube"

Event description:
Per additional information received 6 aug 2019, the patient was a newborn, weighing 1670 grams. Due to premature birth and respiratory distress, "the patient was intubated as part of medical treatment, and admitted to nicu with mechanic ventilation. A closed suction circuit was installed, and each shift evaluated the need for aspiration, performing an average of one aspiration per shift and changing the system every 72hrs or earlier if saturated with secretions as recommended by the epidemiology department. The system was installed (B)(6) (2019). On (B)(6) (2019) while the night shift performed the aspiration of secretions, saline solution was instilled, the catheter was introduced and while extracting it sectioned leaving approximately 7cm inside. On the interior, while looking at the bronchus, the doctor was notified. An attempt was made to extract it with laryngoscope unsuccessfully. A consult with pneumo-pediatrics was then scheduled with the umae 34. She was transferred to umae 34 on (B)(6) (2019) and the piece of catheter was extracted through bronchoscopy. The piece of catheter was then disposed of by the unit where the procedure took place, the patient returned intubated and was extubated on (B)(6) based on improvement."

Manufacturer narrative:
All information reasonably known as of 28 aug 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.